Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was popping noise and getting cross on the screen. The customer¿s blood glucose value was unknown. Customer reports they received a critical pump error image on the insulin pump screen. The customer also reported that the insulin pump was hospitalized due to multiple seizures and was treated with insulin drip. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08720 inches. Device received with serial number label fading, scratched case, pillowing keypad overlay, cracked case behind the pump at the battery compartment, cracked battery tube threads, partially broken retainer, missing reservoir tube o-ring and minor scratched lcd window.